Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The valve was detached and was inside the reservoir.in addition, a review of the batch manufacturing records were conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2012. During the procedure, a drain was placed at pericardium which was connected to the reservoir. On (B)(6) 2012, it was found that the anti-reflux valve had detached and fell into the reservoir. It was exchanged for a new reservoir, which worked normally. There was no adverse patient consequences. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.